Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving bupivacaine (30 mg at 5.03255 mg/day), dilaudid (hydromorphone) (2 mg at .3355 mg/day), and compounded baclofen (350 mcg at 58.7131 mcg/day) via an implantable pump for unknown indications for use. It was reported on (B)(6) 2021 the patient contacted the clinic reporting a headache that began on (B)(6) 2021 and nausea and vomiting.  It was noted the entire system was replaced on (B)(6) 2021 for normal battery depletion.  It was noted the headache worsens with standing or sitting. The patient was started on promethazine. On (B)(6) 2021 a hcp received a call that the patient was inpatient with leukocytosis and necrosis at the pump pocket site.  On (B)(6) 2021 the entire system was explanted/not replaced secondary to an infection. The outcome of the event (infection) resolved without sequelae on (B)(6) 2021. The outcome of the event (headache, nausea, vomiting) resolved without sequelae on (B)(6) 2022. The clin ical diagnosis was positional headache and pump pocket infection. The event required in-patient hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related.  The positional headache/nausea/vomiting was noted to be related to surgery/anesthesia. The event date was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2021. Product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 24-aug-2023, UDI#: (B)(4).

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 the patient did not report a headache. On (B)(6) 2022 the patient presented to the clinic and reported continuing to receiving intravenous (IV) antibiotics.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted:(B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that reddish-clear fluid was leaking from the lumbar incision; 520 ml of serous fluid was aspirated. An epidural blood patch was performed and no further reports of fluid were noted. Sine explant the patient experienced uncontrolled pain. The patient's oral opioid was rotated and they planned to discuss replacing the explanted pump in one month.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the issue had resolved.